Event description:
It was reported that the ventilator had an error message indicating low leak-co2 rebreathing risk. There was no patient involvement at the time the issue was discovered. There was no patient harm nor delay to therapy noted. The unit was repaired by a third-party service provider and was returned to use. No information was provided on the repair or service of the device although requested. If new information is received at a later date, a follow up report will be submitted.

Manufacturer narrative:
(B)(6).